Event description:
Customer reported she attempted, but was unable to use her aviva system due to an error within specifications 1-2 hours prior to being hospitalized for hyperglycemia. Requested return of suspect product; replacement was sent.